Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error 25 alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the insulin pump had power error. The customer¿s current blood glucose value was 5.7 mmol/l at the time of incident. It also reported that the insulin pump had power error. The insulin pump will be returned for analysis.